Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
The patient opted for the lead to be removed because it dislodged twice. Instead of having a 3rd revision the decision was made to remove it completely and re-asses at a later time if the atrial lead needs to be re introduced. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.